Manufacturer narrative:
(B)(4).

Event description:
Voltage testing was performed and the transmitter has voltage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the transmitter was not communicating with the pump notice. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of a loss of connection was not confirmed. A root cause could not be determined.